Event description:
Follow up information received that the patient underwent surgical intervention in which a lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-31783. It was reported that the patient experienced lead migration. The patient fell in (B)(6) and one of the leads migrated. Patient does not have effective coverage. As a result, the patient may undergo surgical intervention to address the issue. Note: it is unknown to the manufacturer which lead migrated, therefore both leads are being reported on.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.